Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that the needle jammed in expressew gun. This occurred during a training event, not during a procedure, therefore no patient was involved. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, the device revealed marks of wear. Also, it was observed that the needle is jammed inside the shaft of the gun and about the distal portion of the needle is protruded through the jaws indicating that it was trying to pull out the needle from the distal end of the gun. The white flag was not received along the needle. A manufacturing record evaluation was performed for the finished device lot number: 51451, and no nonconformances were identified. Based on the condition of the device received, this complaint can be confirmed. The possible root cause could be attributed when not aligning properly the needle and handling of the needle what could have caused the white flag came off the expressew. After repeatedly passing the needle through the gun could have stuck inside, and it was pulled out from the distal end. The maintenance conditions of the device is unknown, a possible root cause of reported failure could be related to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. As per IFU, inspect the expressew prior to use to ensure proper mechanical function. To load the needle, insert the sharp end of the needle into the rear of the instrument (near handle) with the flag up. Engage the needle by aligning the notch in the needle to the nub on the passer. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-soluble lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a training event, it was observed that a needle was jammed in the expressew iii ac+ gun device. During in-house engineering evaluation, it was determined that a needle was jammed inside the shaft of the gun on the device and about the distal portion of the needle was protruding through the jaws on the device indicating that it was trying to pull out the needle from the distal end of the gun. There was no procedure nor patient involvement reported. No additional information was provided.